Event description:
It was reported that per a surgeon¿s note from (B)(6) 2014 the patient came in complaining of diarrhea, urinary retention, and bladder spasms. They did a botox injection in november and they would try to add myrbetriq but the insurance would not cover it and the patient needed to see a nephrologist for persistent polyuria. The health care provider (hcp) would remove the non-working neuromodulation device. The patient initially had the implantable neurostimulator (ins) for retention, but then at some point it became overactive bladder and they were unsure when the event started and why exactly the ins was being removed. The caller wanted to know what the patient should do with the external components for their device, which appeared to be a spinal cord stimulation (scs) device used off-label. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3093-33, lot# v797201, implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4). Device was used for an off label indication. The indication the device used for was urinary control.

Event description:
Additional information received reported that the component involved in the reported event was other. The patient¿s implantable neurostimulator (ins) was removed and the patient had a cystoscopy.